Event description:
The reporter called to report regarding proclaim spinal cord stimulator. The reporter mentioned having extreme chest pain and seizures due to the device malfunction. The caller had to visit emergency room seven times due to chest pain and seizures.